Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking from under the self- adhesive pad. The patient found the pad to be wet after delivering a bolus. The patient removed the infusion set and found the cannula was bent. She stated that the leak appears to be between the cannula and the self-adhesive pad. No adverse event was reported. The infusion set was requested to be returned for product evaluation.